Event description:
During the course of dialysis treatment, the needle was noted to be dislodged from the vein graft. Air was noted in the tubing. The patient sustained an air embolism. This was caused by a defect in the tubing. The manufacturer has been notified and it is indicated by cobe that an alert will be issued for the lot number tubingdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: tubing. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently, other. The device was destroyed/disposed of.